Event description:
Customer reported the system stopped working during an exam, displayed several error codes. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired it. No further info is available. System operates as intended.